Manufacturer narrative:
Customer contact reports there is no patient information available. Unique identifier: (B)(4). Repair and service to be performed by third party contractor.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient injury.